Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: during the lar surgery, the staple failed to form a good shape and the anvil did not open, resulting in cracks on the anastomosis. A new stapler was used. Surgery time was not extended by more than 30 minutes, no blood loss greater than 500ml.